Event description:
The patient was disconnected from the ventilator to be moved or repositioned. When the ventilator was reconnected to the patient, the patient circuit would not pressurize. If the circuit does not pressurize, then the ventilator oscillator will not start. The reason the circuit would not pressurize was do to a failure to properly setup the "target mean airway pressure and the set maximum airway pressure" by the operator. The target mean airway pressure value needs to be within 80% of the set max airway pressure value. The operator failed to verify these settings.